Event description:
It was reported that if the patient sits down and put weight, pressure, or lay down against the implantable neurostimulator (ins) site, ¿it kills me.¿ it was reported that it was ¿just real painful around there.¿ it was reported to have been going on for a month. It was reported that the patient does not believe to have had any falls or any kind of trauma or accident. It was reported that an x-ray was done about two weeks prior to day of report but it didn¿t look like there was anything wrong with the battery or lead. It was reported that the physician thought it was ¿some nerve, scar tissue that is inflamed from the implant.¿ it was reported that the physician who implanted the device gave the patient a ¿steroid shot, which lasted about two days.¿ it was reported that since implant patient had ¿struggled to get much if any relief at all.¿ it was reported that this was ¿frustrating.¿ it was reported that reprogramming was attempted. It was stated that the patient can feel stimulation, it was reported patient could ¿feel the pulsation kind of like the vibrator down in that area.¿ it was reported that the patient has a lot of scar tissue, ¿wrapped around the sciatic nerve or against it or something.¿ it was reported that when patient uses a little pillow under the legs it seemed to help. Follow up from the health care provider reported the cause of the event was the location of the stimulator was causing patient discomfort while sitting. Impedance check was noted as normal on (B)(6). The leads appeared fine. No intervention had taken place. X-ray was taken and there were no misalignments or acute findings. Reprogramming was done and the patient had coverage of left buttock and leg. Patient reported paresthesia in correct areas. It was noted, the patient was frustrated and had not been using the system.

Manufacturer narrative:
Product ID 37092 lot# 289210001, implanted: 2011 (B)(6); product type accessory product ID 37743, serial# (B)(4); product type programmer, patient product ID 3550-39 lot# n293957, implanted: 2011 (B)(6); product type accessory product ID 355531 lot# n299680, implanted: 2011 (B)(6); product type screening device product ID 3777-60, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 3777-60, serial# (B)(4), implanted: 2011 (B)(6); product type lead. (B)(4).